Manufacturer narrative:
Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record (sr) was opened on to address the reported event. A manufacturer representative (ar) performed an on-site assessment and was unable to confirm or replicate the reported event. As a preventative measure, the ar replaced and the system to meet alcon specifications per service test procedure. The console was received at the manufacturing site.. A visual assessment of the returned sample revealed no nonconformities. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that opthalmic operating console during the cataract surgery exhibited a problem that pieces of nucleus would fall off the tip during phacoemulsification very often and faint beeping sound from the system. The patient had iris to shutter each time and iris was moving a lot more than usual during surgery. Procedure was completed on the same day. The current outcome of the patient condition was unknown.